Event description:
It was reported that the customer was experiencing high blood glucose readings after changing the infusion site. Customer reported symptoms of body aches and nausea. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Air bubbles and discoloration was noted in the tubing. Customer stated that they did not receive any alarms. Customer's blood glucose reading at the time of the call was 309 mg/dl and has treated with the insulin pump and manual injections. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.